Event description:
--

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of 2342 ohms. Loss of capture and an increase in thresholds was also noted. The rv lead was suspected to be fractured, but this was not determined through x-ray. Intervention was performed and the physician noted a kink and some scarring with the lead around the clavicle. The rv lead was surgically abandoned and the patient¿s pacemaker was electively explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). Additional information from the field revealed that the explanted pacemaker was kept by the hospital and will not be returning to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.